Event description:
On 5/21/97 the account reported an erratic result for phenytoin, which was run on the axsym analyzer. The pt had come to the ER due to seizures, when a result of 15.43 mg/l was reported. The pt had been taking phenytoin but was released from the ER, because the reported result was within the therapeutic range of the assay. The pt came back to the ER a few hours later with seizures. A second sample was drawn and a result of 0.89 mg/l was given. The doctor requested that both samples be retested, and 0.89 mg/l was given for both samples. Another sample was drawn on the pt and a result of 0.49 mg/l was received. The pt was given a bolus of phenytoin in the ER and later released from the hospital. Review of the message history log revealed a probe crash on 5/15/97 with no probe crash recovery performed. Several lls (liquid level sense) errors for the sample probe were also noted since 5/10/97. The customer was advised to change and recalibrate the sample probe.